Manufacturer narrative:
Additional details surrounding the event are actively being persued. If further information becomes available, a follow-up report will be submitted.

Event description:
This was a laser lead extraction procedure to remove one non-functional rv ICD lead (sjm riata 7000, impl 7 years). The lead was prepped with an lld and a 14f glidelight was initially used followed by a 16f glidelight. Shortly after upsizing, the patient developed hypotension. A sternotomy was performed and a large tear in the svc was discovered. Unfortunately, attempts to save the patient were unsuccessful and she did not survive the intervention.